Manufacturer narrative:
The device is not available for evaluation. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "patient had a total knee done approximately (B)(6) and has recently developed increasing pain with signs of loosening of the tibial component."